Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. No high current drain sources were found during bench testing and automated electrical testing. The battery was sent out to the vendor for further evaluation and no anomaly was detected. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the remote transmission showed the battery voltage below eol, and eri alert was indicated. The device was explanted and replaced.